Event description:
The doctor was performing a lap gastric bypass. It was reported the handpiece started giving solid tones during activation. The doctor tried a second device and managed to complete the case with no pt consequence.